Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No unexpected a59 alarms, a60 alarms or rewind anomalies noted during our testing. The insulin pump was received with cracked reservoir tube lip and scratches on reservoir tube window and minor scratches on lcd window noted.

Event description:
It was reported that the customer's insulin pump had a rewind anomaly. The customer received a stuck key alarm and a virtual watch dog alarm. The insulin pump also had many scratches on the display window. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.